Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A hospital director reported that following an intraocular lens (iol) implant procedure, the post lasik patient experienced poor vision due to unexplained hyperopia (+2.25). The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on additional information received, post initial report submission, this event does not meet criteria for reporting as a serious injury. With the additional information, it has been determined that our device was not the contributory cause of the event as the replacement iol was greater than 2 diopters different from the originally implanted iol; which would reasonably suggest a preoperative calculation error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient's issues have improved and the prognosis is good. The additional information provided included that the replacement lens model is the same, but there is a 2.25 difference in power.